Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc device. The customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. Customer experienced symptoms of feeling sleepy, a loss of consciousness and was unable to self-treat. No contact with a healthcare professional or third-party treatment was reported for this issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6)has been returned and investigated. Performed visual inspection on the returned meter and no issues were observed. The meter turns on with button depression and insertion of retained strips. No error messages were observed. Performed control solution test using the returned meter and retain strips. The meter advanced to the apply sample screen and the control solution test was satisfactory. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc device. The customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. Customer experienced symptoms of feeling sleepy, a loss of consciousness and was unable to self-treat. No contact with a healthcare professional or third-party treatment was reported for this issue. No further information was provided. There was no report of death or permanent injury associated with this event.